Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) called the customer to discuss the reported issue. It appeared that the unit only needed new batteries. The fse ordered two batteries and had them sent to the customer to be installed. The customer installed the batteries and the iabp was returned to clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shuts off when running on battery. The iabp was swapped out with another unit. There was no patient harm and no adverse event was reported.